Event description:
An engineer reported that during vitrectomy surgery, the system displayed a message and locked. The system was exchanged and the surgery was completed. There was no harm to the patient.

Manufacturer narrative:
The company representative examined the system, and cleaned and reseated the air distribution module. The system was then tested and met product specifications. No samples were returned for evaluation and no additional information provided related to this event. For this reason, steps could not be taken to replicate or confirm the reported event. A review of the system's event log was able to confirm the reported system message (sm) [pneumatics air distribution transducers offset voltage is unacceptable. Pneumatics functions are disabled]. The sm was observed to have been generated once on (B)(4) 2012, upon boot up. It was also noticed that sm [inlet pressure is too low for the system] was generated before the sm [pneumatics air distribution transducers offset voltage is unacceptable]. A review of complaints for the last 24 months indicated one similar report for this system. The root cause of customer reported event could not be conclusively determined. (B)(4).